Event description:
It was reported that during the procedure, while dilating the pylorus, the physician perforated the duodenal bulb. The procedure was aborted. The patient expired 3 weeks later due to complications. The device was destroyed at the facility.